Event description:
The customer reported being hospitalized due to high blood glucose of 430mg/dl. Troubleshooting was performed. The customer stated she has treated with manual injections. The customer stated that the event leading to her admission was a heavy headache. Reviewed the programming and found that the basal rates were reset per her doctor's instructions. The customer was no her way home after begin dismissal from the hospital and further testing could not be performed. The customer believes that her high glucose may have been caused by a bad site. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.